Manufacturer narrative:
Additional information was requested, but not received at this time. Not returned to manufacturer.

Event description:
Vertebral body fractured upon inserting of the plate. Implant was removed. No additional information provided.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. From information received the vertebral body was fractured upon insertion, the complain team attempted to retrieve any information several times but no answers were given and the complaint form was never sent back. The cause for the incident is unknown. The description received did not allow to understand at all how the incident occured root cause is unknown.

Event description:
Vertebral body fractured upon inserting of the plate. Implant was removed. No additional information provided.